Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and eight 41j shocks due 1:1 rhythm, and therapy was exhausted. Electrogram (egm) review was requested. Most lead measurements were within range. The heartlogic index was above threshold, and it was noted that the patient had stopped all medications. Technical services (ts) discussed troubleshooting options, and the plan was to have the patient resume medications. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.